Event description:
Pt intubated on 6/3/1998 and on a ventilator. Pt expired on 6/5/1998 secondary to mucus plug. Disposable heat & moisture exchanger in use from 6/3/1998 to 6/5/1998 to humidify. The exchanger was changed every 24 hours.